Event description:
Healthcare profession reported the valve was stenotic when reviewed on echo. The device remains implanted at this time. This was the pt's 2nd valve replacement; therefore, mitral subvalvular apparatus was not preserved.